Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a scratch was found on the optic after implantation. The iol was exchanged during the initial procedure. Additional information has been requested.

Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic is dried on the lens. The lens has been cut into two pieces. One optic half has a crack in the central portion. This damage may have been interpreted as a scratch. No scratches were observed. The returned product matched the provided photo. The customer indicated the use of a qualified company cartridge and company handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/ company device combination used. The lens was returned and a crack was observed which may have been interpreted as a scratch. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/ company device combination used. Per the IFU: alcon foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).